Event description:
Champion af study it was reported that the closure device did not seal. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). In (B)(6) 2022 during a routine follow up examination transesophageal echocardiogram revealed a 4.8mm peri device leak and a pericardial effusion measuring 3mm. No patient complications were reported.